Event description:
It was reported that the user experienced fluctuating blood glucose with a hypoglycemic episode approximately two hours after announcing a larger-than-usual meal and taking a walk, followed by prolonged hyperglycemia during which the system lost cgm connection multiple times, limiting corrective insulin dosing unless a bg was entered manually. Investigation included review of device data and user report. Further investigation of this case revealed intermittent cgm communication loss during the hyperglycemic period and exercise-associated glucose lowering after meals, with basal delivery alone insufficient to correct the high. Symptoms included low blood glucose followed by elevated blood glucose. Outcomes included no alerts or alarms reported, no medical intervention beyond user self-management, and no hospitalization. It was concluded that, based on previously established findings for similar reports, the event involved hypoglycemia with cause unclear, likely influenced by exercise after a larger meal and cgm connectivity interruptions affecting automated corrections. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.